Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: rota wire; guide cath: heartrail ii 7fr jr4. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the rx trek/mini trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Otherwise, complications may occur. The 3.0x12 mm nc trek is being filed under a separate medwatch report.

Event description:
It was reported that the target lesion was located in the moderately tortuous, heavily calcified, and 90% stenosed proximal right coronary artery. It was reported that a 1.20x6 mm trek rx balloon catheter was used for pre-dilatation and resistance was met with the calcified lesion during advancement to the lesion. Dilatation was performed to the proximal part of the lesion; however, the balloon ruptured during the first inflation at 6 atmospheres. The trek balloon was exchanged for a 1.0x10 mm non-abbott balloon catheter; however, it did not cross the lesion. A rota wire crossed the lesion and rota was performed. A 3.0x12 mm nc trek was advanced to the lesion without resistance and inflated; however, the balloon ruptured during the first inflation at 6 atmospheres. The balloon catheter was exchanged for a 3.0x15 mm non-abbott balloon catheter which crossed and was inflated without any further issue. Both balloon catheters were prepped inside and outside of the patient anatomy. The procedure was completed by stenting. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.